Event description:
The patient had a right chest drain placed in the ultrasound department. The on-call radiologist was notified the next day that the catheter was found broken. The catheter was replaced by interventional radiology two days later, which was a required additional procedure for the patient.